Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient was sent to the hospital around 3 or 4 weeks ago. The patient was initially feeling very strange and her cgm was reading 70 mg/dl during that time. Her son took a bg and it was 40 mg/dl, at that time the patient passed out and her son called ambulance. When ambulance arrived, they took a bg which was 40 mg/dl. The patient was taken to hospital and as per patient there was no medication provided to her when she was in the ambulance and at the hospital. The patient stayed at the emergency room (ER) for 5 hours for monitoring but there was no medication provided. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). A4 weight - correction. E1 initial reporter first name - correction. E1 initial reporter email address - correction. E1 initial reporter street line 1 - correction. E1 initial reporter city - correction.